Event description:
It was reported that the user experienced insulin leakage from the pump during the fill tubing step after reaching 60 units without observing drops, which was consistent with an overfilled or improperly prepared cartridge and incomplete or failed tubing prime; the user was advised to replace all supplies, ensure the pump was dry, and rewind before inserting a new cartridge, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no change in therapy beyond routine troubleshooting and education. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user technique factors were likely involved, and the event resolved after supply replacement and correct setup steps. It was concluded that the device functioned as designed when properly prepared and that the event was attributable to user handling during cartridge filling and priming.